Event description:
The surgeon was doing a bilateral deep brain stimulation (dbs) case on a (B)(6) male patient. The patient was placed in pins, positioned, and then brought back awake for the procedure. While operating on the first side, the patient was complaining of discomfort (not related to pins/clamp) and was repeatedly "wiggling" his body on the table to reposition himself. After the first side was complete, the staff/surgeon noticed the shift in his head position as they attempted to drape and prepare for the second side. There was no injury to the patient, but it was obvious that his head was lower than it had been originally. It was determined that the base unit tension was not tight enough and that was the source of movement. They did not proceed with the second half of the surgery. This is an ultra 360 base unit (a2009) that has been converted to a classic, ultra base unit by removing the upper cam lock and replacing it with a traditional transition member. The customer is choosing not to return this equipment for inspection at this time.

Manufacturer narrative:
Integra has completed their internal investigation on 10 oct 2016. The product was not returned for evaluation. The device in question was manufactured on march 31, 2002. A review of service history: date of service: (B)(6) 2014; reason for repair: routine maintenance. Date of service: (B)(6) 2012; reason for repair: misuse. Date of service: (B)(6) 2010; reason for repair: misuse. Date of service: (B)(6) 2008; reason for repair: routine maintenance. No manufacturing or design related trend has been identified. In summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.